Event description:
It was reported that the pump of this artificial urinary sphincter (aus) had migrated from its original position, making it difficult for the patient to access. A surgical procedure was performed to remove the aus. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4).